Event description:
According to the doctor in the form received on 6/27/2025, the 5.0 x 6.0mm integra-cp implant - 3.0mm well, originally implanted on (B)(6) 2015 was explanted on (B)(6) 2025. There was no detail provided on why the implant was explanted.

Manufacturer narrative:
Multiple attempts to gather information have gone unanswered by the doctor or facility. There was no device history review as the lot number of the device was not provided. No trending of the lot was able to be performed as the lot number of the device was not provided.